Event description:
Four noted 'over-infusion' incidents occurred at facility. At the time of the first three reports (9/22, 11/9, 11/17) hosp was not able to identify the source of the problem. All devices were initially determined to be operating correctly. Each incident occurred in different areas of the hosp and not related to the same pump. Only one pump was removed from the system or co to assess, no device problem was identified. Rptr observed a new IV set in 'over-infusion'. With the biomed technician, hosp was able to observe a slight crimping of the tubing in the pump. Repositioning of the tubing resulted in the appropriate flow-rate. Upon receipt of the enclosed directive fro MFR regarding a replacement label we have confirmed that user error was the result of the over infusions. Directives have been issued and inservices will be given to reinforce appropiate tubing placement. The new labels have been placed on all available pumps. 9/22/96-over infusion aminophyllin resulted in tachycardia, pt recovered. 11/9/96-over infusion diprivan, resulted in hypotension, pt recovered. 11/17/96-over infusion of heparin, resulted in elevated ptt, pt treated and recovered. 12/9/96-over infusion (50cc only) of kvo d5w...problem identified.